Manufacturer narrative:
(B)(4): evaluation, results and conclusion: (cause of misaligned deployed bare spring is unknown).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the aortic arch was tight and steep and there was an anterior type of aneurysm. It was reported that upon deployment one of the bare springs started to misalign. The physician pulled the delivery system down in an attempt to correct the misalignment; however, that did not correct the misalignment. It is unknown how far down it was pulled, but the physician did not want to pull down too far so as not to lose proximal fixation. Another proximal main was used and successfully deployed right at the subclavian artery. No clinical sequelae were reported, and the patient is fine.